Event description:
On 8/12/24 an ilet user reported they experienced a high blood glucose (bg) event resulting in diabetic ketoacidosis (dka) and hospitalization. The event occurred on 7/14/24. The user reported that their dexcom g7 continuous glucose monitor (cgm) stopped working on (B)(6) 2024, and they did not replace the sensor. On the same day, the user went into dka. The user was admitted to the hospital on (B)(6) 2024 and discharged on (B)(6) 2024. During their hospital stay, they received an insulin IV drip for the first 12 hours, followed by a brief period of using a syringe/needle, and then resumed the insulin IV drip for the remainder of the stay. The user's blood glucose levels reached as high as 700 mg/dl and remained outside the target range for 3 days. No ketone testing or backup therapy was performed. The user has been using the ilet system since being discharged from the hospital.

Manufacturer narrative:
No product was returned for evaluation. Data uploads from the ilet were not completed after 4/24/24, prior to the presumed event date; cgm glucose data were therefore not available to confirm the event, and ilet performance during the event could not be evaluated. No product performance issues can be identified. If the product is received at a later date, or the ilet data is uploaded, the complaint will be reopened and investigated accordingly. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Without device data from the reported event date, the cause of the event cannot be determined. However, based on the information available, it is likely that this hyperglycemic event was caused by the user failing to follow the required bg-entry requirements of bg-run mode or resume cgm, which resulted in suspension of insulin delivery from the ilet.